Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unexpected longevity. It was further reported that the right ventricular (rv) lead was exhibiting high thresholds and undersensing r-waves. The ICD was explanted and replaced while the pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).